Event description:
Barostim system was implanted on (B)(6) 2025 and last titrated on (B)(6) 2025, where therapy amplitude was increased from 1.0ma to 4.0ma. Following titration, the patient experienced severe pain in their neck and face and self-admitted to the emergency room on (B)(6) 2025. The patient was administered gabapentin and the pain resolved. Per the opinion of the physician, the root cause of the event was the patient's device. The patient was discharged on (B)(6) 2025. The patient was seen for a follow up on (B)(6) 2025 and their therapy was increased to 6.0ma without any concerns of stim. During an ICD interrogation, it was noted that the patient experienced device interaction that was causing oversensing. The patient was scheduled for a follow up on (B)(6) 2025, however it was reported that the patient was admitted to the hospital, and the appointment did not occur. The cause of the admission was unknown, but it was suspected to be chf. The patient was seen for a follow up on (B)(6) 2025 and therapy was titrated in the presence of the ICD device representatives. It was determined that the rv oversensing on the ICD was not due to barostim, but was rather due to rv lead noise. The patients therapy was titrated without any oversensing observed.

Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h11. (B)(4).

Event description:
Barostim system was implanted on (B)(6) 2025 and last titrated on (B)(6) 2025, where therapy amplitude was increased from 1.0ma to 4.0ma. Following titration, the patient experienced severe pain in their neck and face and self-admitted to the emergency room on (B)(6) 2025. The patient was administered gabapentin and the pain resolved. Per the opinion of the physician, the root cause of the event was the patient's device. The patient was discharged on (B)(6) 2025. The patient was seen for a follow up on (B)(6) 2025 and their therapy was increased to 6.0ma without any concerns of stim. During an ICD interrogation, it was noted that the patient experienced device interaction that was causing oversensing. The patient was scheduled for a follow up on (B)(6) 2025, however it was reported that the patient was admitted to the hospital, and the appointment did not occur. The cause of the admission was unknown, but it was suspected to be chf.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the patients device. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).